Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
(B)(6). The complained reference/batch had incorrect pieces inside. All 24 pieces were ref 0932124 whereas the article no. Printed on the box was b0932574.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this batch.(B)(4) of this batch were manufactured and distributed in the market, there are no units in bbs stock. Without samples a proper analysis cannot be performed. Moreover pictures of the labeling have not been received nor the batch number of the product inside the box. We can assume a mistake in the warehouse area when preparing the products to be shipped, nevertheless without more information we have to close the complaint as not justified. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.